Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between hm3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 7 months.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital with an hemoglobin (hgb) of 6.7g/dl. The patient was transfused 1 unit of packed red blood cells (prbcs) and transferred to another facility location for further workup. Though no bleeding site was identified, the patient was experiencing fatigue and was diagnosed with anemia. No lvad therapy related issues were determined to have caused or contributed to the event.